Event description:
It was reported that, "the arthroplasty was revised due to malpositioning (retroverted cup). The acetabular components were implanted in situ for 6.5 y. The pt presented with a ucla score of 4 three months prior to revision surgery and a maximum score of 7."

Manufacturer narrative:
An eval of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter's institution. If add'l info becomes available, it will be submitted in a supplemental report.